Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies that the device was discarded by the account.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per caller, they are doing an end of service (eos) device replacement with existing leads. When asked, caller doesn't know when pt last used their stim but does know the pt was getting good stim. No historical imped info is known either. Pt had reached eri on the ins but had stopped charging their ins as it was getting more difficult to charge. No symptoms were reported. Additional information was received from the rep. Rep reports the pt first saw the elective replacement indicator/eri message approximately 1 month before replacement. Pt couldn't remember seeing the end of service/eos message. Rep reports the cause was not determined, but the pt reported they couldn't charge. Pt's device was replaced and the event was resolved. The device will be returned.